Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unspecified product performance issue. A replacement lead was implanted without further incident. No additional adverse patient effects were reported. It was reported that this rv lead was removed from service due to high threshold measurements. The patient developed a large hematoma following the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unspecified product performance issue. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.